Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred at the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate lines. A blood test strip was used and tested negative for the presence of blood. No additional blood test strips were used to verify the negative result. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was between 150 and 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine that alarmed was pulled from service for evaluation. Prior to restarting treatment, the patient requested oxygen, and their request was granted. Per the cm, this was not an unusual course of action for the patient. The patient often asks for oxygen ¿ and the staff provides them with it upon their request. Despite this, the cm confirmed there were no adverse reactions due to the dialyzer blood leak. The machine that was pulled from service was bleached, had the blood leak detector calibrated, passed all testing, and was returned to service. The cm confirmed the machine was operating to standard. The dialyzer was reported to be available for a manufacturer evaluation.